Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), ruptured ectopic pregnancy ("ectopic pregnancy started to rupture/ my tube was destroyed"), hydrosalpinx ("there was fluid building up in and around my tube"), genital haemorrhage ("excessive bleeding"), oophorectomy bilateral ("had to have my ovaries removed"), gestational diabetes ("gestational diabetes") and mental impairment ("brain fog") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "she has only one tube and essure was inserted". The patient's past medical history included poison ivy rash, multigravida and parity 3 ((B)(6) 2009; (B)(6) 2011; (B)(6) 2013). Concurrent conditions included postpartum state, skin tenderness, cramp in lower abdomen since 2014, obesity, humiliation and scar. In (B)(6) 2014, the patient experienced mental impairment (seriousness criterion medically significant), head discomfort ("head pressure"), rash ("rashes") and headache ("headaches"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 8 days after insertion of essure, the patient experienced rash macular ("rash on her body except below knees that is circly, spotty, itchy and some of them are pussy"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain, ruptured ectopic pregnancy (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), oophorectomy bilateral (seriousness criterion medically significant), gestational diabetes (seriousness criterion medically significant), sexually transmitted disease ("sexual transmitted disease"), allergy to metals ("nickel allergy"), vaginal discharge ("increased discharge"), burning sensation ("felt burning"), paraesthesia ("tingling feeling") and lip swelling ("fat lip"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with diphenhydramine hydrochloride (benadryl), surgery (salpingectomy) and surgery. Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, oophorectomy bilateral, gestational diabetes, mental impairment, rash macular, head discomfort, rash, sexually transmitted disease, headache and allergy to metals had resolved and the ruptured ectopic pregnancy, hydrosalpinx, vaginal discharge, burning sensation, paraesthesia and lip swelling outcome was unknown. The reporter provided no causality assessment for allergy to metals, ectopic pregnancy with contraceptive device, genital haemorrhage, gestational diabetes, head discomfort, headache, mental impairment, oophorectomy bilateral, rash, rash macular and sexually transmitted disease with essure. The reporter considered burning sensation, hydrosalpinx, lip swelling, paraesthesia, ruptured ectopic pregnancy and vaginal discharge to be related to essure. The reporter commented: she has seen three doctors about this and no one can figure it out. The doctor she saw on day of report ((B)(6) 2014) said it might be syphilis or scabies. He reported it to the board of health and she had to go for blood work on day of report ((B)(6) 2014). She stated she just (no date reported) had a baby and had syphilis test in third trimester. Consumer used medicated creams, lotions, benadryl (diphenhydramine), and steroids and nothing touched it. Consumer has very sensitive skin and it is so sensitive she had to be hospitalized in past for four days with poison ivy. Consumer stated that after being implanted with essure, she suffered from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Syphilis test in third trimester (2013) . Concerning the injuries reported in this case, the following ones were reported via social media: tubal rupture due to ectopic pregnancy, hydrosalpinx, paraesthesia, burning sensation, vaginal discharge. Quality-safety evaluation of ptc: sample not avaiiable. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exdude the possiblity of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media report : fat lip event was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), embedded device ('white metallic coil embedded within the lumen of the fallopian tube'), ruptured ectopic pregnancy ('ectopic pregnancy started to rupture/ my tube was destroyed') and hydrosalpinx ('there was fluid building up in and around my tube') in a (B)(6) female patient who had essure (batch no. B53661-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she has only one tube and essure was inserted" and device ineffective "device ineffective". The patient's medical history included poison ivy rash, multigravida and parity 3 ((B)(6) 2009; (B)(6) 2011; (B)(6) 2013). Concurrent conditions included cramp in lower abdomen since 2014, postpartum state, sensitive skin, obesity, humiliation and scar. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced mental impairment ("brain fog"), head discomfort ("head pressure"), rash ("rashes/rash all over body") and headache ("headaches"). On (B)(6) 2014, the patient experienced rash macular ("rash on her body except below knees that is circly, spotty, itchy and some of them are pussy"), 8 days after insertion of essure. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain and ruptured ectopic pregnancy (seriousness criterion medically significant) and experienced embedded device (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding bled for like a month and a half"), menorrhagia ("blled for a month and half"), gestational diabetes ("gestational diabetes"), sexually transmitted disease ("sexual transmitted disease"), allergy to metals ("nickel allergy"), vaginal discharge ("increased discharge"), burning sensation ("felt burning/ hands burning sensation"), paraesthesia ("tingling feeling"), lip swelling ("fat lip"), dizziness ("dizzy"), muscle spasms ("neck twitching"), blepharospasm ("eye twitching"), erythema ("my hands turn deep red ") and pruritus ("hands itch"). The patient was treated with diphenhydramine hydrochloride and surgery (salpingectomy and salpingectomy and one-side oophorectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, gestational diabetes, mental impairment, rash macular, head discomfort, rash, sexually transmitted disease, headache and allergy to metals had resolved and the embedded device, ruptured ectopic pregnancy, hydrosalpinx, menorrhagia, vaginal discharge, burning sensation, paraesthesia, lip swelling and dizziness outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for allergy to metals, ectopic pregnancy with contraceptive device, genital haemorrhage, gestational diabetes, head discomfort, headache, mental impairment, rash, rash macular and sexually transmitted disease with essure. The reporter considered blepharospasm, burning sensation, dizziness, embedded device, erythema, hydrosalpinx, lip swelling, menorrhagia, muscle spasms, paraesthesia, pruritus, ruptured ectopic pregnancy and vaginal discharge to be related to essure. The reporter commented: she has seen three doctors about this and no one can figure it out. The doctor she saw on day of report ((B)(6) 2014) said it might be syphilis or scabies. He reported it to the board of health and she had to go for blood work on day of report ((B)(6) 2014). She stated she just (no date reported) had a baby and had syphilis test in third trimester. Cross referenced with plaintiff case number: (B)(4). Consumer used medicated creams, lotions, benadryl (diphenhydramine), and steroids and nothing touched it. Consumer has very sensitive skin and it is so sensitive she had to be hospitalized in past for four days with poison ivy. Consumer stated that after being implanted with essure, she suffered from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Syphilis test in third trimester (2013). Concerning the injuries reported in this case, the following ones were reported via social media: tubal rupture due to ectopic pregnancy, hydrosalpinx, paraesthesia, burning sensation, vaginal discharge, neck twitching, eye twitching, erythema, pruritis. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device" the lot number reported (b53661) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), embedded device ('white metallic coil embedded within the lumen of the fallopian tube'), ruptured ectopic pregnancy ('ectopic pregnancy started to rupture/ my tube was destroyed') and hydrosalpinx ('there was fluid building up in and around my tube') in a 23-year-old female patient who had essure (batch no. B53661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she has only one tube and essure was inserted" and device ineffective "device ineffective". The patient's medical history included poison ivy rash, multigravida and parity 3 ((B)(6) 2009; (B)(6) 2011; (B)(6) 2013). Concurrent conditions included cramp in lower abdomen since 2014, postpartum state, sensitive skin, obesity, humiliation and scar. In (B)(6) 2014, the patient experienced mental impairment ("brain fog"), head discomfort ("head pressure"), rash ("rashes/rash all over body") and headache ("headaches"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced rash macular ("rash on her body except below knees that is circly, spotty, itchy and some of them are pussy"), 8 days after insertion of essure. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain and ruptured ectopic pregnancy (seriousness criterion medically significant) and experienced embedded device (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding bled for like a month and a half"), menorrhagia (""bled" for a month and half"), gestational diabetes ("gestational diabetes"), sexually transmitted disease ("sexual transmitted disease"), allergy to metals ("nickel allergy"), vaginal discharge ("increased discharge"), burning sensation ("felt burning"), paraesthesia ("tingling feeling"), lip swelling ("fat lip") and dizziness ("dizzy"). The patient was treated with diphenhydramine hydrochloride and surgery (salpingectomy and salpingectomy and one-side oophorectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, gestational diabetes, mental impairment, rash macular, head discomfort, rash, sexually transmitted disease, headache and allergy to metals had resolved and the embedded device, ruptured ectopic pregnancy, hydrosalpinx, menorrhagia, vaginal discharge, burning sensation, paraesthesia, lip swelling and dizziness outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for allergy to metals, ectopic pregnancy with contraceptive device, genital haemorrhage, gestational diabetes, head discomfort, headache, mental impairment, rash, rash macular and sexually transmitted disease with essure. The reporter considered burning sensation, dizziness, embedded device, hydrosalpinx, lip swelling, menorrhagia, paraesthesia, ruptured ectopic pregnancy and vaginal discharge to be related to essure. No further causality assessment were provided for the product. The reporter commented: she has seen three doctors about this and no one can figure it out. The doctor she saw on day of report ((B)(6) 2014) said it might be syphilis or scabies. He reported it to the board of health and she had to go for blood work on day of report ((B)(6) 2014). She stated she just (no date reported) had a baby and had syphilis test in third trimester. Cross referenced with plaintiff case number : (B)(4) consumer used medicated creams, lotions, benadryl (diphenhydramine), and steroids and nothing touched it. Consumer has very sensitive skin and it is so sensitive she had to be hospitalized in past for four days with poison ivy. Consumer stated that after being implanted with essure, she suffered from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Syphilis test in third trimester (2013). Concerning the injuries reported in this case, the following ones were reported via social media: tubal rupture due to ectopic pregnancy, hydrosalpinx, paraesthesia, burning sensation, vaginal discharge. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device." Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. New events - bleed for a month and dizzy were added. Reporter information was added. Event of "bilateral oophorectomy" deleted. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), ruptured ectopic pregnancy ("ectopic pregnancy started to rupture/ my tube was destroyed"), hydrosalpinx ("there was fluid building up in and around my tube"), genital haemorrhage ("excessive bleeding"), oophorectomy bilateral ("had to have my ovaries removed"), gestational diabetes ("gestational diabetes") and mental impairment ("brain fog") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "she has only one tube and essure was inserted". The patient's past medical history included poison ivy rash, multigravida and parity 3 ((B)(6) 2009; (B)(6) 2011; (B)(6) 2013). Concurrent conditions included postpartum state, skin tenderness, cramp in lower abdomen since 2014, obesity, humiliation and scar. On (B)(6) 2014, the patient had essure inserted. In january 2014, the patient experienced mental impairment (seriousness criterion medically significant), head discomfort ("head pressure"), rash ("rashes") and headache ("headaches").on (B)(6) 2014, 8 days after insertion of essure, the patient experienced rash macular ("rash on her body except below knees that is circly, spotty, itchy and some of them are pussy"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain, ruptured ectopic pregnancy (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), oophorectomy bilateral (seriousness criterion medically significant), gestational diabetes (seriousness criterion medically significant), sexually transmitted disease ("sexual transmitted disease"), allergy to metals ("nickel allergy"), vaginal discharge ("increased discharge"), burning sensation ("felt burning") and paraesthesia ("tingling feeling"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with diphenhydramine hydrochloride (benadryl), surgery (salpingectomy) and surgery. Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, oophorectomy bilateral, gestational diabetes, mental impairment, rash macular, head discomfort, rash, sexually transmitted disease, headache and allergy to metals had resolved and the ruptured ectopic pregnancy, hydrosalpinx, vaginal discharge, burning sensation and paraesthesia outcome was unknown. The reporter provided no causality assessment for allergy to metals, ectopic pregnancy with contraceptive device, genital haemorrhage, gestational diabetes, head discomfort, headache, mental impairment, oophorectomy bilateral, rash, rash macular and sexually transmitted disease with essure. The reporter considered burning sensation, hydrosalpinx, paraesthesia, ruptured ectopic pregnancy and vaginal discharge to be related to essure. The reporter commented: she has seen three doctors about this and no one can figure it out. The doctor she saw on day of report ((B)(6) 2014) said it might be syphilis or scabies. He reported it to the board of health and she had to go for blood work on day of report ((B)(6) 2014). She stated she just (no date reported) had a baby and had syphilis test in third trimester. Consumer used medicated creams, lotions, benadryl (diphenhydramine), and steroids and nothing touched it. Consumer has very sensitive skin and it is so sensitive she had to be hospitalized in past for four days with poison ivy. Consumer stated that after being implanted with essure, she suffered from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Syphilis test in third trimester (2013) concerning the injuries reported in this case, the following ones were reported via social media: tubal rupture due to ectopic pregnancy, hydrosalpinx, paraesthesia, burning sensation, vaginal discharge. Quality-safety evaluation of ptc: sample not avaiiable. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exdude the possiblity of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-may-2018: information received from social media: reporter information updated. Events tubal rupture due to ectopic pregnancy, hydrosalpinx, paraesthesia, burning sensation, vaginal discharge were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), embedded device ('white metallic coil embedded within the lumen of the fallopian tube'), ruptured ectopic pregnancy ('ectopic pregnancy started to rupture/ my tube was destroyed') and hydrosalpinx ('there was fluid building up in and around my tube') in a 23-year-old female patient who had essure (batch no. B53661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she has only one tube and essure was inserted" and device ineffective "device ineffective". The patient's medical history included poison ivy rash, multigravida and parity 3 ((B)(6) 2009; (B)(6) 2011; (B)(6) 2013). Concurrent conditions included cramp in lower abdomen since 2014, postpartum state, sensitive skin, obesity, humiliation and scar. In (B)(6)2014, the patient experienced mental impairment ("brain fog"), head discomfort ("head pressure"), rash ("rashes/rash all over body") and headache ("headaches"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced rash macular ("rash on her body except below knees that is circly, spotty, itchy and some of them are pussy"), 8 days after insertion of essure. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain and ruptured ectopic pregnancy (seriousness criterion medically significant) and experienced embedded device (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding bled for like a month and a half"), menorrhagia ("bleed for a month and half"), gestational diabetes ("gestational diabetes"), sexually transmitted disease ("sexual transmitted disease"), allergy to metals ("nickel allergy"), vaginal discharge ("increased discharge"), burning sensation ("felt burning/ hands burning sensation"), paraesthesia ("tingling feeling"), lip swelling ("fat lip"), dizziness ("dizzy"), muscle spasms ("neck twitching"), blepharospasm ("eye twitching"), erythema ("my hands turn deep red ") and pruritus ("hands itch"). The patient was treated with diphenhydramine hydrochloride and surgery (salpingectomy and salpingectomy and one-side oophorectomy.). Essure was removed on (B)(6)2014. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, gestational diabetes, mental impairment, rash macular, head discomfort, rash, sexually transmitted disease, headache and allergy to metals had resolved and the embedded device, ruptured ectopic pregnancy, hydrosalpinx, menorrhagia, vaginal discharge, burning sensation, paraesthesia, lip swelling and dizziness outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for allergy to metals, ectopic pregnancy with contraceptive device, genital haemorrhage, gestational diabetes, head discomfort, headache, mental impairment, rash, rash macular and sexually transmitted disease with essure. The reporter considered blepharospasm, burning sensation, dizziness, embedded device, erythema, hydrosalpinx, lip swelling, menorrhagia, muscle spasms, paraesthesia, pruritus, ruptured ectopic pregnancy and vaginal discharge to be related to essure. The reporter commented: she has seen three doctors about this and no one can figure it out. The doctor she saw on day of report ((B)(6) 2014) said it might be syphilis or scabies. He reported it to the board of health and she had to go for blood work on day of report (B)(6) 2014). She stated she just (no date reported) had a baby and had syphilis test in third trimester. Cross referenced with plaintiff case number: (B)(4). Consumer used medicated creams, lotions, benadryl (diphenhydramine), and steroids and nothing touched it. Consumer has very sensitive skin and it is so sensitive she had to be hospitalized in past for four days with poison ivy. Consumer stated that after being implanted with essure, she suffered from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Syphilis test in third trimester (2013). Concerning the injuries reported in this case, the following ones were reported via social media: tubal rupture due to ectopic pregnancy, hydrosalpinx, paraesthesia, burning sensation, vaginal discharge, neck twitching, eye twitching, erythema, pruritis. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device" most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: two new events "neck twitching" and "eye twitching" added. Social media reporter added. On 23-mar-2020: social media received- events my hands turn deep red and hands itch was added. Fu 13 and 14 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), embedded device ("white metallic coil embedded within the lumen of the fallopian tube"), ruptured ectopic pregnancy ("ectopic pregnancy started to rupture/ my tube was destroyed"), hydrosalpinx ("there was fluid building up in and around my tube"), genital haemorrhage ("excessive bleeding"), oophorectomy bilateral ("had to have my ovaries removed"), gestational diabetes ("gestational diabetes") and mental impairment ("brain fog") in a 23-year-old female patient who had essure (batch no. B53661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she has only one tube and essure was inserted" and device ineffective "device ineffective". The patient's past medical history included poison ivy rash, multigravida and parity 3 ((B)(6) 2009; (B)(6) 2011; (B)(6) 2013). Concurrent conditions included postpartum state, skin tenderness, cramp in lower abdomen since 2014, obesity, humiliation and scar. In (B)(6) 2014, the patient experienced mental impairment (seriousness criterion medically significant), head discomfort ("head pressure"), rash ("rashes") and headache ("headaches"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 8 days after insertion of essure, the patient experienced rash macular ("rash on her body except below knees that is circly, spotty, itchy and some of them are pussy"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), ruptured ectopic pregnancy (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), oophorectomy bilateral (seriousness criterion medically significant), gestational diabetes (seriousness criterion medically significant), sexually transmitted disease ("sexual transmitted disease"), allergy to metals ("nickel allergy"), vaginal discharge ("increased discharge"), burning sensation ("felt burning"), paraesthesia ("tingling feeling") and lip swelling ("fat lip"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with diphenhydramine hydrochloride (benadryl), surgery (salpingectomy), surgery (salpingectomy and one-side oophorectomy.) And surgery. Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, oophorectomy bilateral, gestational diabetes, mental impairment, rash macular, head discomfort, rash, sexually transmitted disease, headache and allergy to metals had resolved and the embedded device, ruptured ectopic pregnancy, hydrosalpinx, vaginal discharge, burning sensation, paraesthesia and lip swelling outcome was unknown. The reporter provided no causality assessment for allergy to metals, ectopic pregnancy with contraceptive device, genital haemorrhage, gestational diabetes, head discomfort, headache, mental impairment, oophorectomy bilateral, rash, rash macular and sexually transmitted disease with essure. The reporter considered burning sensation, embedded device, hydrosalpinx, lip swelling, paraesthesia, ruptured ectopic pregnancy and vaginal discharge to be related to essure. The reporter commented: she has seen three doctors about this and no one can figure it out. The doctor she saw on day of report ((B)(6) 2014) said it might be syphilis or scabies. He reported it to the board of health and she had to go for blood work on day of report ((B)(6) 2014). She stated she just (no date reported) had a baby and had syphilis test in third trimester. Cross referenced with plaintiff case number : (B)(4). Consumer used medicated creams, lotions, benadryl (diphenhydramine), and steroids and nothing touched it. Consumer has very sensitive skin and it is so sensitive she had to be hospitalized in past for four days with poison ivy. Consumer stated that after being implanted with essure, she suffered from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Syphilis test in third trimester (2013). Concerning the injuries reported in this case, the following ones were reported via social media: tubal rupture due to ectopic pregnancy, hydrosalpinx, paraesthesia, burning sensation, vaginal discharge. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device." Most recent follow-up information incorporated above includes: on 25-jun-2018: event "white metallic coil embedded within the lumen of the fallopian tube" , lot number, reporter added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), genital haemorrhage ("excessive bleeding"), oophorectomy ("had to have my ovaries removed"), mental impairment ("brain fog") and gestational diabetes ("gestational diabetes") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "she has only one tube and essure was inserted". The patient's past medical history included poison ivy rash, multigravida and parity 3 ((B)(6)). Concurrent conditions included postpartum state, skin tenderness, cramp in lower abdomen since 2014, obesity, humiliation and scar. In (B)(6) 2014, 10 days before insertion of essure, the patient experienced mental impairment (seriousness criterion medically significant), head discomfort ("head pressure"), rash ("rashes") and headache ("headaches"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced rash macular ("rash on her body except below knees that is circly, spotty, itchy and some of them are pussy"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), oophorectomy (seriousness criterion medically significant), gestational diabetes (seriousness criterion medically significant), sexually transmitted disease ("sexual transmitted disease") and allergy to metals ("nickel allergy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with diphenhydramine hydrochloride (benadryl), surgery (salpingectomy) and surgery. Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, oophorectomy, mental impairment, gestational diabetes, rash macular, head discomfort, rash, sexually transmitted disease, headache and allergy to metals had resolved. The reporter provided no causality assessment for allergy to metals, ectopic pregnancy with contraceptive device, genital haemorrhage, gestational diabetes, head discomfort, headache, mental impairment, oophorectomy, rash, rash macular and sexually transmitted disease with essure. The reporter commented: she has seen three doctors about this and no one can figure it out. The doctor she saw on day of report ((B)(6) 2014) said it might be (B)(6) or scabies. He reported it to the board of health and she had to go for blood work on day of report ((B)(6) 2014). She stated she just (no date reported) had a baby and had (B)(6) test in third trimester. Consumer used medicated creams, lotions, benadryl (diphenhydramine), and steroids and nothing touched it. Consumer has very sensitive skin and it is so sensitive she had to be hospitalized in past for four days with poison ivy. Consumer stated that after being implanted with essure, she suffered from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. (B)(6) test in third trimester (2013). Quality-safety evaluation of ptc: sample not avaiiable. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exdude the possiblity of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-nov-2017: essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only.pfs received new reporter, events brain fog, head pressure, persistent pelvic pain, excessive bleeding, rashes, sexual transmitted disease, headaches, nickel allergy, device ineffective, gestational diabetes, outcomes for all the events, concomitant diseases and historical conditions added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.